Event description:
The patient claimed that the up and down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): the keypad was found to be torn through the middle of the down arrow button, extending to the up arrow button with the underlying button contacts exposed. The up arrow and down arrow keypad buttons had intermittent response when pressed. The down arrow keypad button required multiple presses to evoke a response and does not have normal spring back or click. The up arrow, contrast and ok keypad buttons responded appropriately when pressed. The keypad was removed for investigation revealing the down arrow button contact to be damaged. There was no visible contamination under any of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.